Manufacturer narrative:
The customer¿s report that the roller clamp was upside down was confirmed based on visual inspection of the as-received set sample. The roller clamp component was in an incorrect orientation/upside down per the set's assembly drawing. Manual handling of the set¿s engagements observed no separation. Visual inspection of the set sample observed a roller clamp component in an incorrect orientation/upside down per the set's assembly drawing. The sample was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No other issues were observed. The root cause was due to a misassembly of the set during the manufacturing process.

Event description:
It was reported that after priming the set with lactated ringer's, the rn attached the tubing to the patient and noticed that the roller clamp was upside down. The customer confirmed that there was no patient harm, however; there was inconvenience and waste of switching the tubing and bag of lactated ringer's after the IV start.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that after priming the set with lactated ringer's the rn attached the tubing to the patient and noticed that the roller clamp was upside down. The customer confirmed that there was no patient harm however inconvenience and waste of switching the tubing and bag of lactated ringer's after IV start.